Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and defect found on returned meter - unknown error: damaged strip connector. Test strips were not returned for evaluation. Root cause: rc-076: mishandled by the end user. Note: manufacturer contacted customer in a follow-up call on 03-jun-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who indicated replacement products resolved initial concern.

Event description:
Consumer reported complaint that the true metrix test strip was stuck in the true metrix go meter. Customer stated she is unable to remove the test strip and therefore is unable to insert a new test strip for testing. Customer confirmed she had been able to obtain a blood glucose test result using the test strip that was stuck in the meter (result undisclosed). The test strips are expired: manufacturer¿s expiration date is 01/20/2025; product storage and open vial date were not provided. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.